Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported not wanting to continue with treatment. The patient stated that they are needing a gum graft due to their aligner pushing their gum line down on one tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.